Event description:
In 04: anesthetized patient in room while staff prepared for right total hip arthroplasty. One drape was placed on the patient and when staff removed a second drape from the acessory pack bucket, a dead fly was found on top of the stockinett. Staff immediately did a tear down of the whole set-up because of contamination risks. The room was prepared again and this resulted in a 50-minute delay for the anesthelized patient. Follow-up will be conducted by infection control department as a precautionary measure. No incisions were made prior to locating the fly. There are no findings to be reported at this time.